Event description:
It was reported philips healthcare that the heartstart xl failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.